Event description:
The customer reported that the battery on their pump took a long time to charge. There was no adverse impact to the customer¿s blood glucose level. Technical support replaced the pump, and the customer continued using the current pump to ensure insulin delivery was not interrupted.